Event description:
Pt was not non complaint and the end cap came off, during revision, to replacement end cap of same product code it was too large for the pin and caused a delay, leaving the surgeon with limited options. Surgeon elected to suture the new cap on to the pin, which extended the surgical procedure.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the device found lots of the products were released for distribution in may of 2008. A search of the complaint database found no prior reports for this part and lot number combination. Review of the system show that other devices from lot cn8at4 have been delivered and can be reasonably concluded implanted without issue, as no further reports are identified. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.